Event description:
Per the clinic, the device was explanted (date not reported) for unknown reasons. The patient was reimplanted on (B)(6) 2003. No further information was made available.

Manufacturer narrative:
(B)(4). Device not available for analysis.